Manufacturer narrative:
Review of the batch manufacturing records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "customer stated that upon arrival and opening, there was damage to the boxes of cement and there was a strong odor."

Manufacturer narrative:
An event regarding packaging damage involving a two simplex 10 packs was reported. The event was confirmed through images provided. Conclusions: the reported components were not returned however photographs were provided for review. The photographs indicate an outer shipping carton with liquid damage which has caused staining on the inside and outside of the corrugated cardboard. The outer packaging of the ten-pack is also stained as a result of liquid damage. It is also reported that upon arrival "there was a strong odor" which is indicative of a recent liquid ampoule breakage. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation. The odor from the liquid monomer lasts a short period of time as the liquid evaporates when exposed to the atmosphere. No further investigation is possible at this time as no product and insufficient information was received by stryker orthopaedics. If product and/or additional information becomes available this investigation will be reopened.

Event description:
As reported: "customer stated that upon arrival and opening, there was damage to the boxes of cement and there was a strong odor."